Event description:
It was reported that the patient received five appropriate shocks from this subcutaneous implantable cardioverter defibrillator (s-ICD) for ventricular fibrillation (vf) with possible non-conversion. Technical services (ts) was contacted with questions about shock polarity, and ts explained shock polarity for the s-ICD. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating a transvenouse implantable cardioverter defibrillator (ICD) was implanted to improve patient therapy. The procedure was completed successfully. No additional adverse patient effects were reported.